Manufacturer narrative:
After successfully deploying the stent in the left external iliac artery there was resistance while trying to remove the smart control sheath at which time the distal blue tip of the device separated from the device leaving the tip sitting on the wire inside of the vessel. The iliac artery was very tight and tortuous and the physician felt it got caught going over the bifurcation which is where it initially broke off. He indicated that 'the tip of the introducer sheared off as we were removing it over a sharp bifurcation of the common iliac arteries with little calcification. The device was not used for an occlusion, but a moderate stenosis of the left common iliac artery from a right sided access. The tip sheared off after deployment and proximal to the stent. No anomalies were noted on the package, upon removal, or during prep. The tip was removed with a snare and there was no reported patient injury. One non-sterile smart 7fr 80cm biliary 12x60 was received coiled inside a plastic bag. Unit was deployed. A kink was observed at 2cm from ID band. Inner member was separated at 6.5cm from stop; the other part was not received (distal tip). No other discrepancies were found. Sem results showed that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. DHR was not performed due to lot was not provided the cause of the kink condition reported could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure 'catheter tip- separated-in patient' reported by the customer was confirmed. The cause of the reported failure could not be conclusively determined, however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device, procedural factors and vessel characteristics and is not related to a product quality issue.

Manufacturer narrative:
This device is available for analysis but has not yet been received. The lot number of the device is listed as unknown as it is not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After successfully deploying the stent in the left external iliac artery, there was resistance while trying to remove the smart control sheath when the distal blue tip of the device separated completely from the device leaving just the tip sitting on the wire inside the vessel. The iliac was very tight and tortuous and the physician felt it got caught going on the bifurcation which is where it initially broke off. He indicated that "the tip of the introducer sheared off as we were removing it over a sharp bifurcation of the common iliac arteries with little calcification. The device was not used for an occlusion, but a moderate stenosis of the left common iliac artery from a right sided access. The tip sheared off after deployment and proximal to the stent. No anomalies were noted on the package, upon removal, or during prep. The patient is doing well without repercussions as the tip was removed with a snare during the procedure. We used a terumo 6 fr destination sheath, which was essential to removing the tip. We deployed over a 035 rosen wire from cook. Considerable resistance was met while trying to remove it."